Event description:
Per surgeon's report, this patient reported no auditory sensations and had no nrt at activation of her cochlear implant. Results of integrity testing in 2005 were consistent with normal device function. The device was explanted in 2006 and the patient was reimplanted successfully the same day.